Event description:
Reporter indicated that vns pt with sleep apnea was hospitalized in ICU for respiratory obstruciton. It was also reported that the pt was evaluated by an ent who diagnosed partial vocal cord paralysis of unknown duration. Normal mode output current was reduced from 2.75ma to 2.25ma and pulse width was reduced from 250usec to 130usec. Following the reduction in device settings, it was reported that the pt was doing poorly due to frequent seizures.